Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Additionally, there were observations of intermittent noise that was being oversensed which resulted in pacing inhibition. However, the patient did not experience asystole. Isometrics was performed and the noise could be recreated. It was noted the patient experienced an unrelated fall and had tripped over a chair prior to these observations seen. Technical services recommended to inspect the lead into the header and to perform a possible revision procedure. Subsequently, a visual inspection of this lead during a revision procedure found there was insulation damage. The lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received indicating an x-ray was performed and there were observations of a lead conductor fracture. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Additionally, there were observations of intermittent noise that was being oversensed which resulted in pacing inhibition. However, the patient did not experience asystole. Isometrics was performed and the noise could be recreated. It was noted the patient experienced an unrelated fall and had tripped over a chair prior to these observations seen. Technical services recommended to inspect the lead into the header and to perform a possible revision procedure. Subsequently, a visual inspection of this lead during a revision procedure found there was insulation damage. The lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.